Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 60s mg/dl which was treated with some candy. The customer reported that the cause of the low bg level was due to settings adjustment provided by the physician. Additionally, the customer stated that had attempted to enter in a low blood glucose value of 60 but the pump did not allow the bg value. During troubleshooting with tandem technical services, the customer was able to enter in a bg value and the customer verified that the pump recorded properly in the pump logs. The customer stated that it was possible the bg level was not entered into the pump at the time of the event.